Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2010 and mesh was used. The patient has a huge square on the stomach and the belly button lies in the middle of the square. When bending over and turning the patient has pain and gets locked into this position. The patient was told by the surgeon that this was scar tissue build up and that the scar tissue has adhered to the mesh. The patient was scheduled for surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).